Manufacturer narrative:
(B)(4).

Event description:
A physician reported that a patient had an unknown dermal filler 10 years ago which left some scarring. The physician had no additional information about this event. Allergan's approach to compliance is to resolve all doubt in favor of reporting.